Manufacturer narrative:
During preventive maintenance, the thermogard console (sn (B)(4)) failed the slew rate test. The investigation findings determined that the likely root cause of the reported console issue was due to a defective cooling engine as a result of wear and tear. The cooling engine needs to be replaced to address the issue. The thermogard console is a reusable device and was manufactured in december 2012 and is more than 8 years old, well beyond its expected serviceable life of 5 years. During visual inspection, no physical damage was observed on the thermogard console. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
It was reported that the thermogard console (sn (B)(4)), did not pass the slew rate test during preventive maintenance. No patient involvement.